Manufacturer narrative:
At this time the customer will not be returning the device for eval. The device passed testing at the user facility and was returned to clinical service. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pump did not deliver. On an unspecified date and time, the pump was programmed to deliver 5% dextrose in 0.45% normal saline at a rate of 100ml/hr and the delivery was started. No further programming parameters were provided. After approximately 12 hours, the nurse noted the "IV pump did not pull fluids from primary bag or secondary bag." It was reported the nurse noted the tubing was "squished against the para fingers." The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the pump passed testing. Though requested, no additional info was provided.